Manufacturer narrative:
Section d9 device available for evaluation, returned to manufacturer, and date returned to manufacturer information corrected.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the ipg pocket site had active signs of inflammation and infection. The ipg had also eroded through the skin and become exposed. Surgical intervention was undertaken wherein the system was explanted and the surgical site was irrigated with vancomycin saline solution. Wound cultures were also obtained.

Manufacturer narrative:
An infection was reported to abbott. It was determined the ipg pocket site had active signs of inflammation and infection. The ipg had also eroded through the skin and become exposed. Surgical intervention was undertaken wherein the system was explanted and the surgical site was irrigated with vancomycin saline solution. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.